Event description:
It was reported that the patient experienced intermittent stimulation. The call was lost before impedance could be measured. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).